Manufacturer narrative:
(B)(4). Additional information was obtained: the patient was status post colonoscopy with a fungating mass in cecum, positive for adenocarcinoma. On (B)(6) 2015 the patient underwent lap assisted right hemicolectomy with ileocolonic anastomosis. On post op day 4, labs were positive for bandemia and on post op day 5, CT demonstrated free fluid. Patient returned to or on (B)(6) due to anastomotic failure of the middle of the posterior staple line. The report indicates "staple line itself was separated." The staple line was reinforced and the patient was discharged to follow up with oncology and wound care. The devices are not available for return.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2016. Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Maude event report, #mw5058286. The following information was requested, but unavailable: on what anatomical structures was each device used in the procedure? Were any issues noted with device performance intra-operatively? For the clip applier, was the device loaded off structure prior to applying and firing? What does ¿the staple itself was separated¿ mean? Were the staples formed or not fully formed? If they were not formed, what was their shape? Did the patient receive any pre-op radiation or chemotherapy? How much time elapsed between the initial procedure and the second procedure? Was the exact site of the leak identified? How was the reinforcement of the staple line performed? Was the leak from the creation of the common lumen or the top of the anastomosis? What is the current patient status? Are op notes available? Photo or video available? Will the devices be returned?

Event description:
It was reported that after a laparoscopic assisted right hemicolectomy with ileocolonic anastomosis procedure; the patient returned to the operating room due to anastomotic failure middle of posterior staple line (leak/broke down sutures), staple itself was separated. Reinforced in surgery and discharged to follow up with oncology and wound care. It is not known whether or not the device is available for return.